Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. The implant remains within the patient in the intended location. No portion of the device was returned for evaluation, it was reported discarded. (B)(4).

Event description:
It was reported that during the embolization treatment of an avm off a vertebral feeder artery, the embolization coil was positioned in the feeder artery. After 50% of the coil was positioned, the coil prematurely detached within the artery. The remaining coil (outside of the intended location) was tacked in place using 2 wingspan stents to keep the coil intact against the vessel wall successfully. The patient was reported to be okay.